Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation a manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an dental surgery on an unknown date and suture was used. On october 23, 2025, I had advanced credit for ethicon suture thread from you, and now when we go to use the product, the thread breaks during the suturing process on the patient. I would like to know what you can do to reimburse me. The thread broke moments before being used on patients; this event happened around 12 times, with 5 patients. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ what is the account name? O g (please refer to the attached email) ¿ bought from dental cremer ¿ what was the name of the procedure? Tooth extraction for dental implant ¿ what was the procedure date? Early (B)(6) 2026. ¿ how many devices demonstrated the alleged deficiency on each involved patient event? 2 to 3 units of suture thread presented problems in each event ¿ when did the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify according to the client, when it was time to suture the patient ¿ are the damaged devices available to be returned for evaluation? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.